Event description:
It was reported that a user of the ilet experienced a low blood glucose of 65 mg/dl a couple of hours after eating and announcing a usual dinner, and the user had been self-correcting for perceived drops before the system issued a low alert. Education was provided to wait for the ilet¿s low alert to treat hypoglycemia. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.